Event description:
A review of programming history was conducted and it was found that systems diagnostic results indicating high impedance were obtained on (B) (6)2007. There was also a report of high impedance in (B) (6) 2008, due to the pin slipping out of the generator header which was caused by patient self-inflicted trauma. However, at this time it is unknown if the two instances of high impedance are related and the cause of the high impedance in 2007 is currently unknown.